Event description:
Unomedical reference number (B)(4). Event occurred in the saudi arabia. On 13-may-2024, it was reported that the infusion set cannula was bent within first day of insertion located on abdomen, which caused the patient blood glucose levels to 400 mg/dl. The patient was hospitalized for three days due to high blood glucose levels 600 mg/dl and treatment for high blood glucose levels was insulin pens. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 5402193 have already been previously tested in the complaint (B)(4) on 06/aug/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were found within specifications as per the test report database complaint (B)(4). Device history record (DHR) review: the lot 5402193 was manufactured according to the work instruction (wi) version 72, packaged in the machine multivac 12, on 25/sep/2022, with a total of (B)(4) units. Assembly device history record (DHR) review: the lot 5403321 was manufactured according to the version 24, manufactured in the line assembly of quick set, on 25/sep/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 5402193 and other 11 complaint have been registered in database for the same lot and malfunction code. Preliminary conclusion: due to the volume of complaints identified in the trending analysis, this case will be moved to pending corrective and preventive action (CAPA) determination assessment to evaluate whether additional investigation is required.

Event description:
To date no additional patient or event details have been received.